Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured:( B)(4). 2) date of manufacture: 10/28/20. 3) any anomalies or deviations identified in DHR: 2 anomalies were identify during production, non were related to the reported allegation. 4) expiry date: n/a reusable. 5) IFU reference: 0905200721 rev k. A manufacturing record evaluation was performed for the finished device pg306556 number, and no non-conformances / manufacturing irregularities related to the reported malfunction were identified. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/28/20. 3) any anomalies or deviations identified in DHR: 2 anomalies were identify during production, non were related to the reported allegation. 4) expiry date: n/a reusable. 5) IFU reference: 090520.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an incoming inspection it was noted that the with of the chisel had changed from 1,56mm to 1.63mm. As a result the chisel does not fit through the guide block (20247100) no allegation against the guide block. No surgery impact. No patient impact. No further information available.